Event description:
The instylla microcatheter was being used to treat a hepatocellular carcinoma (hcc) lesion with the embrace hydrogel embolic system. Following successful embolic delivery, the instylla microcatheter was removed and embolization was confirmed under fluoroscopy. At this point, it was identified that the radiopaque (ro) marker was disconnected from the instylla microcatheter and was encased in the formed hydrogel. As the ro marker was fully encased within the embolic hydrogel in the target vessel, no attempt was made to retrieve it. The case was completed and the patient did not experience any harm or adverse events during the case.

Manufacturer narrative:
The sales representative contacted the physician who performed the procedure on july 1, 2026 and the patient experienced no adverse events as of that time. The risk of any adverse clinical sequelae from the retention of the marker band in this patient should be exceedingly low to non-existent based upon a medical assessment. This report includes information known at this time. If additional information becomes available, instylla will update the report as required. This report is required by FDA under 21cfr803. Instylla has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Neither the submission of this report nor any statement made in it constitutes an admission that the device, instylla, or its employees caused or contributed to the potential event described in the report.